Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that the undated x-rays provided confirm the reported; however, it does not indicate a root cause for the screw backing out. Without the requested clinical information or the return of the device for evaluation, the root cause of the reported issue cannot be determined. There is potential risk of micro-motion and/or migration of the screw and possible irritation/discomfort/inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Should any additional, relevant clinical information become available, the case will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes may include but are not limited to abnormal loading of the limb, abnormal motion over time, design of device fit/sizing, or procedural/user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, two months after a trauma surgery, the surgeon had a patient with a distal radius with dorsal comminution and the unknown evos plating screw started backing out. This is the second time that this happened to the patient. Patient was not harmed.